Event description:
It was reported that after the stent was delivered to the target aneurysm, the stent could not be released. After the physician adjusted the position of the stent two times, they felt "significant" resistance and could not release the stent. When the physician attempted to adjust the position of the stent a third time, it "released automatically" with one end of the stent inside of the aneurysm. Subsequently, the physician used another of the same device to cover the neck of the aneurysm.